Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was two 2fr perqcath piccs. Both samples contained the t-lock assemblies and stiffening stylets and had been labeled prior to receipt at bard ¿1¿ and ¿2¿. This report address sample "1". The stiffening stylet of sample ¿1¿ had been retracted 5.6cm further than that of sample ¿2¿. Near the terminating end of the inlaid stylet of sample ¿1¿ was what appeared to be a line of black permanent marker 7mm in length. No catheter damage, or leakage sites, could be seen under gross visual evaluation. The samples were tested for infusion and found to be fully patent to infusion. During flow testing, sample ¿2¿ did not leak but sample ¿1¿ leaked from the site previously marked by permanent marker. Microscopic examination of the leak site revealed the presence of a small hole near the terminating end of the stiffening stylet and was of the sample approximate size as the diameter of the stiffening stylet. The fracture surface was dull and granular and contained a small flap of material on the exterior surface. The observed damage was characteristic of catheter puncture from the stiffening stylet and the position of the stylet (having been retracted from its original position) indicated that the damage likely occurred during use. A lot history review (lhr) of rezk0210 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rezk0210) have been reported from (B)(6) (2) and (B)(6) (1) facilities.

Event description:
It was reported before inserting catheter to patient, leakage was found while trimming the catheter. This file is for first catheter reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezk0210 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rezk0210) have been reported from (B)(6) (2) and (B)(6) (1) facilities.

Event description:
It was reported before inserting catheter to patient, leakage was found while trimming the catheter. This file is for first catheter reported.